Event description:
Triseptin waterless scrub was delivered to the facility. Instead of the correct product, triseptin water-aided scrub. The scrub was dispensed to the operating room surgical scrub sinks by the hospital's sterile processing department. Approx 4 weeks later, a staff member notied the scrub was different and asked the nurse manager about it. The scrub was immediately removed from the or sinks and was replaced with the correct scrub. The antimicrobial effectiveness of both scrubs meets or exceeds FDA requirements. Follow-up monitoring of all or patients involved did not show any post-operative infections as a result of the different scrub used.